Manufacturer narrative:
The device was returned to olympus for evaluation, and the user¿s complaint was not confirmed. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. Visual inspection on the received device was performed and no tissue build up found. The teflon pad had a partial split and melted exposing metal. Charred marks were noted on side of the jaw. There were two error messages displayed when the handle was fully closed, u508 (seal short circuit) and u511 (seal and seal & cut circuit error). The distal end of the probe was inspected under a microscope and found charred marks and scrapes marks. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure there was ¿u504¿ probe damage error displayed on the generator. Furthermore, olympus was informed that the probe broke off inside the patient. The broken part was retrieved successfully from the pelvis. It was unknown if there was any damage to the teflon pad or metal exposure. No medical or surgical intervention was needed. There was no patient injury reported.